Manufacturer narrative:
Section d4, h4: correction. Section b5: additional information. The patient's death is reported under MFR # 2916596-2020-03153. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the site reported that the patient's driveline infection did not resolve on (B)(6) 2017, as previously reported. The infection was not resolved at the time of the patient's death on (B)(6) 2019; however, there were no further admissions for driveline infection during that time.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year, 7 months. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced increased secretion from driveline exit site on (B)(6) 2017. Driveline wound swabs were positive for proteus mirabilis. Driveline infection was treated with daily wound dressings until it resolved on (B)(6) 2017. No further information was present.